Event description:
It was reported on (B)(6) 2011, that the pt did not receive therapeutic effect from the implantable neurostimulator. The pt had to get up several times at night to urinate. There was no known related incident or accident reported. The pt was to try each available device program, in order to determine the therapeutic effectiveness of each program. It was later reported that the pt was reprogrammed and had subsequent improvement in the urgency symptoms. There was no injury to the pt. It was later reported that the pt did not have concerns with the device or therapy. The pt received assistance from the physician on (B)(6) 2011, to resolve the concerns. It was also stated that a few weeks prior, the pt had a bladder infection. It was not possible to reset the neurostimulator, at that time. No information was provided related to the pt's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).